Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdi scharge. Analysis of the leads (serial number (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer reported via the manufacturer representative that she wanted the device explanted due to a weird sensation she was getting. The patient was getting unusual stimulation when the device was on and was having issues with the implant. At explant it was noted that one of the leads had black, charcoal looking material covering each electrode. The issue was resolved at the time of this report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.